Event description:
The customer reported that the system displayed a communication failure error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface battery was replaced, the backplane voltage was adjusted and the system software was reloaded. The system was then found to be operating as intended.